Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a revision occurred and the device was removed because the device was in the wrong position. There were no further symptoms or complications reported or anticipated.

Event description:
Information was received by a manufacturer representative (rep) from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The hcp indicated that the patient was experiencing pain at the incision site and was coming in to see the hcp to determine if the battery had possibly flipped in the pocket. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Follow-up with the manufacturer representative (rep) determined that the patient was scheduled for a revision on (B)(6). There was no additional information about possible flipping of the ins in the pocket. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the ins was not flipping in the pocket. They also noted they were unsure if the patient¿s pain issue had resolved. There were no further complications reported or anticipated.